Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. On (B)(6) 2016, rv coil impedance spiked from 47 ohms to 142 ohms. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. On (B)(6) 2016, svc coil impedance spiked from 65 ohms to 146 ohms. Concomitant product: (B)(4) ICD, implanted: (B)(6) 2008; (B)(4) mechanical valve, implanted: (B)(6) 2004 4555 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that an alert triggered on right ventricular (rv) lead. There was one elevated impedance measurement for the right ventricular (rv) coil and the superior vena cava (svc) coil. Impedance was normal on follow-up, and noise was not able to be reproduced. Fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.